Event description:
It was reported that the pt underwent pelvic surgery. Post operatively, the pt developed a urinary tract infection. Antibiotics were given twice per day for 3 days . A second urinary tract infection occurred 1 days later. The pt was put on antibiotics twice per day for six days. The pt has recovered. The source of both infections was e. Coli.